Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure two stents were placed. Upon deployment of this stent, no flow was observed. Verapamil, intracoronary nitroglycerin were administered and a temporary pacemaker was placed. The pt experienced ventricular tachycardia, bradycardia and a decrease in blood pressure. No further intervention was performed, flow returned and the case was completed. Reportedly, the device was prepared contrary to instructions for use.